Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and the patient subsequently died. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with anti-inflammatory norfloxacin (dose, route, frequency, and duration not reported) for peritonitis. The patient did not recover from the peritonitis event. On an unreported date, the patient died. The cause of death was not reported and it was unknown if an autopsy was performed. It was not reported if dianeal therapy remained ongoing until the time of death or if the patient was performing therapy at the time of death. No additional information is available.